Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: it was reported there are black particles on the needle. To aid in the investigation, one sample in an opened packaging blister and was received for evaluation by our quality team. A visual inspection of the unit and inside the plastic shield was performed. First, with 10x magnification and then with a 30x microscope. No defects or imperfections were observed. A device history record review was completed for provided material number 305195, lot 2327186. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.

Event description:
It was reported that the bd precisionglide needles experienced foreign matter in fluid path. The following information was provided by the initial reporter: the syringe has black particles on the needle shaft 18g.